Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31782720l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a thermocool smarttouch sf catheter and the patient experienced a cardiac tamponade which required pericardiocentesis. During mapping using the thermocool smarttouch sf catheter, the patient¿s blood pressure decreased, and fluoroscopy showed reduced cardiac movement. Echocardiography showed pericardial effusion, so the ablation was discontinued. After that, protamine was administered, pericardial drainage was performed, catecholamine was administered, extracorporeal membrane oxygenation and intra-aortic balloon pump were placed. The patient returned to the ward. The patient¿s condition has improved. Transseptal puncture was not performed. Ablation was not performed prior to noting the pericardial effusion. There was no evidence of steam pop. The flow settings of the irrigation catheter were 2ml/min. The patient required extended hospitalization. Physician¿s comment on relationship between the event and the product is cardiac tamponade is highly likely to be caused by catheter manipulation.